Manufacturer narrative:
A product evaluation is not possible because the device was discarded by the consumer. A plant evaluation is in progress.

Event description:
User facility in the united states reported that thermage cpt treatment tip exhibited a burning smell and small spark on the tip membrane with approximately 1470 pulses completed. The doctor reported receiving an error message, but before the error a light (like laser) came through the tip with smoke. The doctor replaced the tip and handpiece and was able to complete the patient treatment. No patient impact was reported.

Manufacturer narrative:
The device history record was reviewed. Final test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record for serial/lot number (B)(4), manufacturing date 05/25/2018. Service could not confirm the stated accounts from the customer since the tip was discarded. Based on the available information, no causal factors can be determined and no conclusion can be drawn. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. The investigation is complete.